Event description:
The customer reported that smoking was observed from the iui on the left side of the pcu which was attached to a pump module. The devices were connected to a patient at the time of the event however there was no reported harm. The devices were taken out of service and returned to the biomed department.

Manufacturer narrative:
Correction: b.1. Type of report, h.1 and type of reportable event. Upon further evaluation by persons who are qualified to make a medical judgment, it was determined that the customer¿s report does not represent a serious injury event. This follow-up report is submitted is to correct the previously submitted MDR.

Manufacturer narrative:
The customer¿s report of the iui smoking was not confirmed, however thermal damage was confirmed on the right iui of the pump module and the left iui of the pcu. Inspection showed that the male/right iui on the pump module had thermal damage, signs of fluid residue, and corroded pins. Testing indicated a shorted condition across multiple pins. The date code indicated the iui connectors are approximately 10 years old. The observed thermal damage is consistent with what is known to occur when fluid comes into contact with the iui power and ground pins creating a shorted condition between the pins, which can lead to excessive heat dissipation that melts the connector¿s plastic housing. The cause of the iui smoking was not identified. Smoke was not confirmed nor replicated, however thermal damage was confirmed. The root cause of the thermal damage was fluid ingress.

Event description:
The customer reported that smoking was observed from the iui on the left side of the pcu which was attached to a pump module. The devices were connected to a patient at the time of the event however there was no reported harm. The devices were taken out of service and returned to the biomed department.